Manufacturer narrative:
A customer in singapore reported to biomérieux that they have obtained potential misidentification of gram positive bacilli with the product vitek ms instrument (ref. 410895, batch not reported, serial number (B)(6)) regarding patient isolate. Investigation complaint review: the investigator reviewed historical complaints and the device history record. Since (B)(6) 2016, one complaint has been recorded for the misidentification as enterobacter hormaechei instead of corynebacterium species linked to a system limitation and a sample and a spot preparation issue. Additionally, there are two complaints recorded for the misidentification as enterobacter cloacae - enterobacter asburiae instead of corynebacterium resistens linked to a system limitation. There are no capas, nor non-conformities on vitek ms linked with customer complaint. Fine tuning: status good at the time of acquisition. Spot preparation: the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values are heterogeneous. Knowledge base (kb) review: the strain has been identified as corynebacterium spp by partial 16s (closest species c. Acccolens) and gyrb sequencing (closest species c. Segmentosum). It is not possible to determine the exact strain species. Sample data analysis: the potential misidentifications were obtained with a low number of ¿all peaks¿. Analysis of calibrator spectra shows that during this period, the calibrator spot preparation was also non optimal; calibrator ¿all peaks¿ values were heterogeneous. By reprocessing the biomérieux quality control laboratory raw data with saramis kb v4.17 (ruo), spectra led to corynebacterium accolens / propinquum (1 time) and no identification (4 times). This indicates the customer strain is a species absent from the vitek® ms knowledge base library. Internal testing: biomérieux quality control laboratory did not reproduce the vitek ms customer results as enterobacter aerogenes, enterobacter asburiae - enterobacter cloacae and escherichia coli. They obtained single choice to corynebacterium accolens (3 times), low discrimination to corynebacterium accolens / morganella morganii (1 time) and no identification (1 time). The strain has been identified as corynebacterium spp by partial 16s (closest species c. Acccolens) and gyrb sequencing (closest species c. Segmentosum) which is correlated with vitek ms result. It is not possible to conclude on the strain species and therefore if this strain is present or not in the vitek ms ivd databases. The probable cause of the misidentification is non-optimal spot preparation during customer tests (I. E. Use of mixed organisms during tests performed ¿ potential sample nose culture with mixed bacterial growth). With a good spot preparation, customer would have obtained an expected identification as corynebacterium spp. The following system limitation is mentioned in the vitek ms v3.2 knowledge base user manual ref. 161150-924-a: ¿* testing of species not found in the database may result in an unidentified result or a misidentification. * interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ conclusion: root cause for this issue was determined to be non-optimal spot preparation. Local customer service provided the customer with additional training materials to help improve their spot preparation technique. Customer service also provided information regarding vitek® pickme¿ (ref 423551/ 423546) to help with sample spot preparation.

Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in-vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. The vitek® ms system is intended for laboratory use by healthcare professionals who are trained in microbiology and good laboratory practices. Incident description: a customer in singapore reported to biomérieux that they have obtained a potential misidentification of gram positive bacilli with the product vitek ms instrument (ref. 410895, serial number (B)(4)) regarding a patient isolate. The sample was isolated from a nose culture. Culture examination upon 24 hours incubation: moderate growth of gram positive bacilli on tsab culture plate, mixed growth with other pathogens. Vitek ms ID performed to rule out corynebacterium diphtheriae. Colony morphology: good growth at 24 hours incubation, small non-haemolytic, slightly dry colonies gram morphology: gram positive rods (diptheroid-like). User performed ID using vitek ms from tsab culture plates on consecutive two days, and the results were: purity tsab on 04 aug 2021 (24 hours fresh culture) : low discrimination to enterobacter asburiae / enterobacter cloacae purity tsab on 05 aug 2021 (24 hours fresh culture) : single choice of escherichia coli (99.9%) final reporting by user : this isolate is concluded as normal flora when there are other pathogens isolated. Hence it is not reported to the patient/physician. No further work or ID confirmation for this isolate of nose culture with mixed bacterial growth. It is understood that the customer considers that there was a potential vitek ms incorrect identification of gram positive bacilli. There is no indication or report from the customer that this event led to any adverse event related to the patient's state of health. An investigation has been initiated.